Event description:
It was reported that error 40068 occurred during shutdown, possibly caused by a missing auxiliary video board (avp) node. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the auxiliary video board (avp) to correct the problem. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the avp node involved with this complaint as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device.